Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after placing the floppy guidewire in the coronary sinus during the implanting procedure, the back of the guidewire could not pass through the left ventricular (lv) lead. The procedure was repeated with different guidewires, which also could not pass through the lead. The lv lead was explanted and replaced. It was also reported that a guidewire could not pass through a different lead that was placed in the apex. Multiple guidewires with different angles were attempted, but they also were unable to pass through the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.